Event description:
Pt states he normally tans at a different location for approximately 20 minutes, and has never had any problems or injury as a result. On date of event, pt went to tanning bed and used a tanning accelerator lotion purchased at site of tanning bed. Pt states he was in the tanning bed for 15 minutes, and that the bed "seemed hotter" than usual, but noted nothing else unusual at that time. On the morning following exposure, pt states that upon waking, he was nauseated, light headed and that he had a "bad burn." He then used aloe on his burned skin, and stated skin began to blister. On the second day post exposure, pt states he was seen by a medical doctor and admitted to the hosp. Per pt report, he was hospitalized for 2.5 weeks and spent some time in an intensive care unit after becomming dehydrated. Pt states the care rec'd in the hosp was wound care. Pt now in process of having scar checks performed and medical doctor is to decide whether constricting appliances will be necessary for raised burn scars. MFR and specific product info to identify tanning bed unknown, as pt states owner of tanning bed/salon will not provide this info to pt.